Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced an "erosion of the implantable neurostimulator (ins) and an infection of the deep brain stimulation (dbs) system." The patient's ins, extensions, and leads were removed as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.